Manufacturer narrative:
Information suggests the lead and device remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected out of range shock impedances on this defibrillation lead. No adverse patient effects were reported.